Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post implant procedure, the patient on (B)(6) 2021, overnight, the patient developed multiple episodes of ventricular tachycardia. The patient had a suck down event associated. IV amiodarone bolus was given and loading does was started. It was noted that the patient had a history of atrial fibrillation prior to the implant. The pump speed was changed from 4700 to 4800. The patient also experienced hypotension, palpitations, and fever and started epinephrine, vasopressin and levophed. A planned cardioversion was to be done when the patient was euvolemic. The patient was also found to have low potassium. Potassium chloride was extended release twice a day was started. The patient's culture was positive for pasteurella. The patient was started on ceftriaxone. The first dose was started on (B)(6) 2021. The infection sources was noted to be pulmonary. The patient was reintubated, the antibiotics were stopped on (B)(6) 2021. It was also noted that post implant procedure, the patient had worsening lower extremity edema. The team decided to increase lasix dose. No additional information was provided.

Event description:
On (B)(6) 2021 the patient was to go to ep (electrophysiology) for cardioversion. However on (B)(6) 2021 the tee (transesophageal echo) noted a left atrial appendage thrombosis. It was recommended to monitor and see the patient back within 3-4 weeks. Cardioversion was aborted. On (B)(6) 2021 CT (computerized tomography) surgery told the coordinator via a phone call that the patient would start on 12.5 mg bid lopressor. No more amio was to be given. An anticoagulant was to be prescribed for at least 6 weeks. Then reevaluate if electrical cardioversion was still needed. It was also reported that respiratory failure had resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17mar2021. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia, infection, respiratory failure, device thrombus, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The documents list thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, transesophageal echocardiogram (tee) showed no left-side intracardiac thrombus identified. No thrombus in the left atrial appendage.

Event description:
It was reported that the patient developed right ventricular failure after left ventricular assist device (lvad) implant. The patient had known fixed precapillary pulmonary hypertension pre-lvad implant, and was prescribed 20 milligrams of sildenafil three times per day for afterload reduction. The patient was switched from erythropoietin to milrinone for pulmonary vasodilation. The patient was diagnosed with anemia on (B)(6) 2021, and started becoming febrile post-operatively on (B)(6) 2021, with a temperature of 38.9 celsius. White blood cell count was 13.4. On 26mar2021, a bedside bronchoscopy showed thick brown secretions and the patient had a cough. A sputum culture was positive for pasteurella. Infectious disease (ID) was consulted, and suggested starting 2 grams of intravenous (IV) ceftriaxone. The first dose was started on (B)(6) 2021. The patient was unable to swallow, requiring a nasogastric (ng) tube which was placed on (B)(6) 2021. The patient had been reintubated, and remained on the ventilator on (B)(6) 2021. The patient started tube feeding on (B)(6) 2021 due to prolonged intubation. The patient stopped tube feeds on (B)(6) 2021 and passed a swallow test for a clear liquid diet on (B)(6) 2021. The patient continued to have peripheral edema on (B)(6) 2021. The vad team transitioned the patient to 60 milligrams intravenously twice per day and added spironolactone. On (B)(6) 2021, an ultrasound was completed to evaluate firmness above the right groin. On (B)(6) 2021, it was noted that the hematoma was stable. The team suggested heat or ice if needed. On (B)(6) 2021, no bruising, blood clots, skin ulcers, rash, or pruritis were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia, infection, respiratory failure, right heart failure, bleeding, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The documents list thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was diagnosed with anemia on (B)(6) 2021.